Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred and that the pump touchscreen was cracked and unresponsive. Reportedly, the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 87 mg/dl.